Event description:
It was reported that this right ventricular (rv) lead was dislodged as it was exhibiting very elevated threshold as confirmed via fluoroscopy. This lead was explanted and replaced. No additional adverse patient effects were reported.